Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post ventricular pace (vp) and ventricular sense (vs). The clinician thinks this may be related to the patient's weekly radiation treatments. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.